Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that rn attended to pump alarming "air in line." On removal of tubing from pump to resolve air in line, the upper fitment of the silicone tubing detached causing spill of chemotherapy. Rn and patient exposure to chemotherapy. There was no harm.